Event description:
Dr was at a pt's bedside during a code. Dr was assessing the pt's pulse at the carotid artery. The pt's automatic defibrillator triggered sending a shock to dr. Dr became dizzy, lightheaded with nausea and elevated bp. Admitted to the ccu with "hypertension crisis".